Event description:
It was reported that there were noisy signals on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that there was non-physiological noise that did not show on the shock electrogram (egm). The noise was oversensed. The cause of the noise remains unknown. Technical services (ts) provided multiple troubleshooting actions and reprogramming options. The device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.